Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect front panel (fp) display part number 16687-2a and serial number (B)(4) rev. D. The fa group performed a visual inspection and found no anomalies. The fp display was installed onto a known good test device and powered the device into the user mode, which displayed a black screen. The fp back-light inverter sub-component output was measured, which was found out of specification with a reading at 0.4 vac. The back light inverter was replaced and powered into the user mode successfully. At this time, the reported event was duplicated, which was related to an electronic component failure due to the voltage out of specification within the back-light inverter sub-component.

Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported this ventilator device "turing off ", while in patient use. The customer stated no known information on patient impact.